Manufacturer narrative:
The recipient's doctor confirmed that the recipient did not have an infection. The recipient was a nonuser for 5 years and elected to remove the cochlear implant. The external visual inspection revealed the electrode was severed along the lead prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical tests performed. The device did not pass the residual gas analysis test. The device passed the electrical test performed. However, this device had moisture that exceeded the residual gas analysis test limit. Leak testing did not reveal any leaks. A corrective action has been implemented for possible source of the leak. This is the final report.

Manufacturer narrative:
The recipient's device was reportedly explanted due to pain, possible infection, and lack of benefit.

Event description:
The recipient reportedly has elected to remove the cochlear implant. Revision surgery is scheduled. Advanced bionics is in the process of obtaining additional information. When additional information is obtained, a supplemental report will be submitted.